Event description:
Pt had y-stent / coil procedure for basilar artery remnant on (B)(6) 2019. Pt came to ed on (B)(6) 2019 with severe headache and loss of consciousness. Cta: thrombosis of distal vertebral and basilar arteries. Pt was treated with thrombectomy and angioplasty. Admitted to ICU, passed away on (B)(6) 2019.